Event description:
I have had lower back pain since 1995. In 2005, I had the charite artificial disk implanted @ l5 s-1. After surgery, the pian was much worse which then required a fusion of the artificial disk. I was told the fusion was needed because of a "total failed disk arthroplasty" I am now in more pain than I ever have been. This is because of the faulty charite disk.